Event description:
It was reported that an occlusion alarm occurred. There was no impact to the customer's blood glucose level. The customer cleared the alarm, performed a full tubing and resumed insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.